Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, device return and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs determines there is a broken device which is not confirmed to be complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device was explanted.